Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had buttons that were difficult to press. The customer did not know the blood glucose reading. She stated that the buttons were stiff and very hard to push. No significant events leading to the keypad issues were observed. She stated that she had just taken the insulin pump out of the box and was in the middle of programming the device when she noticed the issue. Advised replacement of the insulin pump. Nothing further reported.